Manufacturer narrative:
Approximate age of device ¿ 1 day (the day of implant). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the implant procedure, the surgeon tried to connect the pump to the mini apical cuff. The sutures were placed 1 cm to the mini apical cuff. During the procedure, the myocardium started to swell and the pump could not connect to the ring. The mini apical cuff was removed and the apical cuff was used. The pump could then connect to the ring. No additional information was provided. Further information has been requested. A final report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b5: additional information. Manufacturer's device analysis: the reported event could not be confirmed as no product was returned for evaluation. The patient remains ongoing on lvad support and no further issues have been reported. The surgical procedures section of the heartmate 3 mini apical cuff kit instruction for use (IFU) explains how to prepare the mini apical cuff and the apical cuff holder for use. The directions for use section of this document explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. This section also stated that if a sealing agent is used on or near the mini apical cuff, ensure that it does not interfere with the slide lock mechanism. In addition, the heartmate 3 lvas IFU warns the user that a complete backup system must be available on-site and in close proximity for use in an emergency. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that bypass time was extended due to the issue. The patient had no adverse consequences and it is unknown what caused the myocardial swelling. No additional information was provided.